Event description:
The pt presented with increasing pain, nausea, emesis, and diaphoresis. A catheter dye studuy was done and showed the catheter was in the subcutaneous tissue. The hcp plans on revising the catheter in 2006.